Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the patient underwent a procedure to implant a lead in the cervical spinal region. During the procedure, the patient lost somatosensory evoked potential (ssep) on the left side prior to the lead being implanted. Physician abandoned the procedure and an MRI was obtained which showed no anomalies. Afterwards, the patient again underwent a procedure where a lead was implanted in the cervical spinal region and postoperatively, was reportedly receiving effective therapy.